Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present in clinic for follow up. It was noted that the elective replacement indicator (eri) date had tripped and showed a pre-implant date. It was noted that this may have been caused by a recent surgery where electrosurgery may have been close to the device. The data was cleared and the longevity was updated and showed normal values. The patient was stable and will be followed up normally.